Event description:
On (B) (6) 2008, the pt reported that he received an e2 (battery depleted) error and the display of his infusion device is only partially visible. He was sent replacement batteries to the hotel where he was staying. Upon f/u on (B) (6) 2008, the pt stated that he was able to resolve the e2 error but the display of the infusion device remained partially visible. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.